Event description:
Device 1 of 2 . Reference MFR report #: 1627487-2016-00960. Follow-up revealed the migrated lead was repositioned on 3/16/2016. The issue was resolved by surgical intervention.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4)

Event description:
The patient has a system for off-label use. Device 1 of 2 reference MFR report #: 1627487-2016-00960. It was reported the patient could no longer receive effective stimulation in the targeted area. X-rays were done and revealed one of the patient's supra-orbital leads had migrated. As a result, the patient will undergo surgical intervention.